Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the impaction plate has been checked. The body and plastic coverage were without particular damages, while the locking disc jumped off. It is unknown if the unscrewing was performed with an high torque. This type of discrepancy will be continuously monitored.

Manufacturer narrative:
Batch review performed on 30 march 2017. Lot 1553070: (B)(4) items and released on 01 june 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
After the surgeon impacted the shell, the silver cap at the end of the instrument fell off into the patient. The piece was recovered. No delay in surgery. No extra instrumentation needed as the cup had been well fixed. The surgery was completed successfully. Instruments are available.